Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted of the superior vena cava (svc) coil of the right ventricular (rv) lead. A fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.